Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer was sent new charging supplies to resolve the issue. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.